Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump had emitted an alarm indicating that an incorrect battery was utilized; the reporter alleged that the alarm was emitted in error as the correct battery type was installed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed one pump reboot before a cs 078 alarm and there were also multiple cs 127 alarms observed. The battery cap was able to fit securely. The cap was fastened and then unscrewed half a turn with no reboots occurring. The pump powered up with a hard cs 127 alarm and the complaint was unable to be adequately investigated. The pumps cover was removed and there was no intermittent condition found to the power supply circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked from the threads down to the case seal. (B)(4).